Event description:
It was reported by the customer that bd pyxis¿ anesthesia station es was not displaying the medication map when the doctor was to access the medication. The doctor had to manually enter the medication to access it. This is affection patients in the or. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple issue was reported on multiple stations. The technical support specialist dialed in to es10051904app - far west division2 and ran report to resolve the issue. The system functioned as intended after being assessed by the technical support specialist.